Event description:
There was an allegation of questionable alt results for 1 patient sample on a cobas c 311 analyzer. The initial result was 10.1 u/l. The repeated result was 20.2 u/l.

Manufacturer narrative:
Section e1 initial reporter facility name: (B)(6). The reagent lot number and expiration date were not provided. The field service representative replaced the laundry rinse tubing set, gear head pump, vacuum pump diaphragm, incubator bath, heat cut filter, incubator bath window lens, and the incubator water bath. He performed checks, adjustments, and syringe air purges. The investigation is ongoing.

Manufacturer narrative:
The ultrasonic mixer was replaced. The issue persisted. The water system was replaced, which appeared to resolve the issue. The investigation did not identify a product problem.